Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2017 with near seizure like symptoms. Upon interrogation, the right ventricular lead exhibited loss of capture and a rise in impedance measurements. It was also noted that a rise in capture thresholds had been observed during the past weeks. The lead was capped and replaced with a new system on the patient's right side. The patient was in stable condition post surgery.